Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The reported pacing anomaly was not confirmed in the labora- tory. The device's electronic circuitry was tested on the bench and on the automated test equipment. No anomaly was found throughout testing. The device was connected to loads and the pacing outputs were monitored; the pacing was found to be normal. The cause of the anomaly observed in the field was not determined as it could not be reproduced in the laboratory. .

Event description:
It was reported that the patient was seen in the hospital after a syncopal episode. A 12-lead ECG revealed a sinus rhythm of 38 bpm with no pacemaker activity. During an in-office visit, the device appeared to be functioning appropriately. The patient was very apprehensive and the physician elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun